Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 10/28/2018. Customer confirms the strips are stored properly and has been opened since (B)(6) 2015. Customer performed a blood test, lo fasting. Reviewed meter memory: 1: lo, 01/05/2015, 01:02:00 am, fasting:yes; 2: lo, 01/01/2015, 10:56:00 pm, fasting:yes; 3: lo, 01/01/2015, 12:01:00 pm, fasting:yes; 4: lo, 01/01/2015, 12:00:00 pm, fasting:yes; 5: lo, 01/01/2015, 01:05:00 pm, fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. The investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 10/28/2018. Customer confirms the strips are stored properly and has been opened since (B)(6) 2015. Customer performed a blood test, lo fasting. Reviewed meter memory: (B)(6). No adverse event reported.